Event description:
During an in-clinic follow-up, a loss of capture was observed on the right ventricular (rv) lead. The physician suspected the loss of capture may have been due to the rv lead's proximity to the patient's left ventricular assist device (lvad), however, this could not be confirmed. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.